Manufacturer narrative:
(B)(4). Date sent: 8/12/2024. D4: batch # 472c20. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst60w reload was received with no apparent damage, with an open package and fully fired. No functional test could be performed due to the condition of the reload. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. Refer to the echelon endoscopic linear cutter insert for instructions for using the instrument after it is loaded. The event described could not be confirmed as the reload was received fully fired. Device history review: a manufacturing record evaluation was performed for the finished device batch number 472c20, and no non-conformances were identified.

Event description:
It was reported that during the surgery, could not fire farther after fired a little. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.